Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room by paramedics and subsequently hospitalzed after experiencing a blood glucose (bg) level above 600 (mg/dl). After feeling ill, the customer changed their cartridge, tubing and site then delivered a correction bolus prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin, insulin injections and antibiotics. It was also determined that the customer had pneumonia during their hospital stay. System check of the pump showed the pump was performing as expected. The customer was still hospitalized at the time the event was reported.